Manufacturer narrative:
The reported event of increase of the ventricular threshold and unspecified helix issue were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was retracted and clogged with blood. After cleaning the distal portion of the lead, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specifications. Electrical and x-ray examinations did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information received indicated the physician alleges a helix defect. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, increased threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and a new rv lead was implanted to resolve the event.